Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "residual insulin remaining in the cartridge (unusable)." Manufacturer guidelines on humalog and novolog websites indicate that a vial of insulin is safe at room temperature for up to 28 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms. Additionally, the customer filled cartridges with the residual insulin from previously used cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer also noted storage of insulin up to six weeks. Manufacturer guidelines on humalog and novolog websites indicate that a vial of insulin is safe at room temperature for up to 28 days. Customer¿s blood glucose level was 400 mg/dl.